Event description:
This has been an ongoing problem, but not as problematic as it was recently. I switched out my infusion sets 3 times in a half a day wasting costly materials for it to still not work. This is the most I have done in a half a day, but have had this occur plenty of times with the device not working and switching it out immediately. I have been just winging it for a few days as am trying to figure out what is wrong, but the insulin is good cause I now have 3 sets with it in it so need to use up that first as it is expensive. So I get to keep wasting insulin, along with having really high inconsistent levels highly affecting my life.